Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the complaint description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Air entrapment was suspected, since the noise was not able to be reproduced during troubleshooting, it is assumed that the air has already dissipated. No changes were performed. This system remains in service. No adverse patient effects were reported.